Event description:
Patient reported they underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges left revision on (B)(6) 2012 due to elevated metal ion levels and pain. It is unknown whether a right hip revision has occurred. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." "Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following could not be completed with the limited information provided. Date of event - n/a; date explanted - n/a. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2012-02538 / 02543).